Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two days after insertion and positioning of the PICC the lumen burst. Device was removed by interventional radiologist.

Manufacturer narrative:
The pro PICC was returned in two pieces: the hub/extension assembly with approximately 27 cm of lumen attached and ballooned/burst at the distal end. The second piece is approximately 16 cm in length and ballooned/burst at one end. Visual inspection confirms the complaint as the lumen appears to have ballooned then burst just distal to the 25 cm mark. Under magnification it appears the lumen was cut through the burst, as the edges are smooth and aligned. The smaller piece has a knot in the lumen approximately 7 cm distal to the burst. As it would not have been possible to insert the lumen with this knot in place and the lumen would not have knotted in the vein during use, was determined this knot was placed after device removal. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. We are unable to determine the exact cause for this event. The device was implanted 2 days prior to the incident. Possible causes for catheter rupture include but are not limited to flushing or power injecting against an occluded lumen, exceeding the maximum flow rate, failure to ensure patency of the catheter, and failure to warm contrast to body temperature prior to power injection. The instructions for use (IFU) contains the following warnings and precautions: failure to warm contrast to body temperature prior to power injection may result in catheter failure. Warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Exceeding the maximum indicated flow rate may result in catheter failure and/or catheter tip displacement. Small syringes will generate excessive pressure and may damage the catheter. Ten (10)cc or larger syringes are recommended. Do not flush against resistance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.